Event description:
It was reported the patient ¿lost their bladder¿ (incontinence) when passing through security at a store. The last time this happened was about two weeks prior and it had happened several times. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v524070, implanted: (B)(6) 2010, product type lead; , product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).